Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the returned product shows that the head is indeed broken off as complained. We did not received complete article number and lot number for the screw, at this point an investigation of the manufacturing and non-manufacturing documents is not possible. We are not able to determine the exact cause which has led to this occurrence. It is likely that the cause of the breakage was due to too high mechanical force. No product fault could be detected. This report is for 1 unknown variable angle locking screw/unknown lot. Partial part number of 04.210.1xxx provided. Screw head was removed on (B)(6) 2014; screw shaft remained in the patient. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the variable angle locking screw was used for a distal radius fracture case. During the removal operation of variable angle-locking compression plate, one screw broke off just below its head. The operation was completed with the screw shaft remaining in the bone. A 30-minute surgical delay was reported. Procedure was successfully completed with no reported patient harm. This report is for an unknown screw. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.